Event description:
It was reported that the user experienced a hypoglycemic episode with a blood glucose reading of 72 mg/dl and associated symptoms, after which he ingested oral carbohydrates and symptoms resolved; the device problem and component could not be characterized due to insufficient information. Symptoms included dizziness and shaking/tremors associated with hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication and interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.